Event description:
It was reported that inadequate high-voltage output was delivered by the device. The device was performing as programmed and no device malfunction was alleged. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.